Event description:
During cardiac catheterization reporter used the camtronics physiolog 3.0 physiologic monitoring system. Measurement of cardiac outputs was performed. The results were noted to be falsely elevated over twice the expected values. Such findings have been noted on multiple occasions by other providers. Reporter reviewed the raw thermodilution data from the system and identified the problem. The system is giving a false indicator that it is ready for injection; the signal is being given about 20 seconds too soon, leading to bad data recordings and false measurements. This finding appears serious because incorrect treatment may be given by users of this system based on this data.